Event description:
New information received on (B)(4) 2015 confirmed that the incident was during implant. A new lead was placed and the patients condition was fine post procedure. The lead was discarded and would not be returned.

Event description:
It was reported that during implant, the atrial lead exhibited noise. The lead was explanted. No further information could be obtained.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.